Manufacturer narrative:
No unexpected motor position encoder error alarms were noted during testing. The pump passed the displacement, self test, off no power, rewind, basic occlusion and prime tests. The operating currents were within specification. The motor position encoder error alarm was present in the alarm history screen and was received stuck in a motor error alarm loop during the bolus delivery due to a cracked motor flex cable on the motor assembly. Unable to perform the unexpected restart error test due to the motor error alarms. The pump also had minor scratches on the lcd window, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating a motor error alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the motor error occurred during manual prime after changing his set. The customer cleared the previous motor error and noticed the basal. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer stated that there was a motor position encoder error in the alarm history. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.